Event description:
It was reported that during a percutaneous transluminal coronary stenting treatment procedure a shaft fracture occurred. The 90% stenosed target lesion, containing a 60 degree bend, was located in the moderately calcified and moderately tortuous 1st obtuse marginal (om). A previously placed stent was located in the circumflex artery (cx). A 2.25 x 12mm promus element plus stent delivery system (sds) was advanced and kinked, and was unable to cross the lesion. Then another 2.25 x 12mm promus element plus sds was advanced to the 1st om and met resistance at the previously implanted stent. The proximal hypotube broke outside the patient. The sds was removed without difficulty. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).